Event description:
Clinic reported an occurrence of air in the venous line with no alarm condition. Clinic staff performed the 7 microller bubble test and was unable to duplicate the reported condition.